Manufacturer narrative:
Due to breakage of device and inability to snap in place, event was determined to be reportable.

Event description:
The customer stated that during the procedure, one endotine did not snap in place and one broke off and turned downward.